Manufacturer narrative:
The lot number of the device was not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported a patient had a stereotactic biopsy on (B)(6) 2025 and "she noted a plastic piece extruded from the biopsy site". The procedure was able to be completed successfully. Customer outreach confirmed the patient did not experience additional signs or symptoms outside of the foreign material extruding from the biopsy site. The customer reported per the [healthcare] provider "[the patient] noted a plastic piece extruded from the biopsy site, after this the drainage resolved without other intervention".